Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿crease fold observed on the device. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6

Event description:
Healthcare reported left side capsular contracture baker grade IV. Device has been explanted and replaced.